Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to the e failure is related to plastic deformation as a result of the design of the device. These drivers have been designed to twist before fracture of the screw. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the tip of the screwdriver twisted while the surgeon was manually inserting a screw during a headless compression screw procedure. The screw was able to be implanted with the driver. No patient consequences were reported as a result of the malfunction.